Event description:
It was reported that there was a hair inside a sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 4.0mm aggressive plus cutter, formula (5bx), it was confirmed that there was a piece of foreign material lodged inside the packaging, exposing itself to the device sealed inside. The probable root cause/s could be foreign material left in the device or manufacturing controls. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a hair inside a sterile package.